Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-tim insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with minor scratches on display window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer did not recall any significant events that led up to the alarm. Blood glucose level was 360 mg/dl at the time of the call. No further info was provided.